Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 1500 mg/dl. The customer stated that he was vomiting blood. The customer stated that he was getting no delivery alarms prior to the event, and his doctor felt that it was due to faulty infusion sets. The customer declined troubleshooting as he has conducted troubleshooting in the past, and the insulin pump always passes the tests. The customer was not at home at the time of the call and stated he would call back to continue with the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.